Event description:
During bronchoscopy procedure being performed physician went in left side to wash - no difficulties then pulled back to go into the right lung noticed scope getting caught, difficulty coming out the et tube, then noticed black all over the physicians hands, stopped pulling thought maybe the scope, then it started buckling in on itself stopped to extubate patient to get scope out. Then saw fibers were exposed. Re-inserted another ett tube to intubate patient to continue procedure lavaged the patient till all particles were removed from the broken down scope. The tip appeared to have melted or disintegrated and the ett tube was stuck to the scope.